Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the timing was disrupted. Two 8dpt single use loading unit (sulus) with a full complement of tacks, proper timing, and the shipping wedge attached were received. One 5dpt sulu with a full complement of tacks, proper timing, and the shipping wedge attached was received. Microscopic inspection noted no scratches on the inner tube of all three sulus. The handle could be actuated and the unit cycled properly with no sulu attached. Additionally, the articulation knob functioned properly. The returned 8dpt sulu with proper timing could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic ventral hernia repair, while fixating the mesh, the ¿push to reload¿ button was difficult to press. The green and red buttons would also not toggle back and forth. Another tacker was used but there were issues with the reloads. The surgeon tried switching the standard and deep purchase tacks; however the reloads could not be interchanged. Another device was used to complete the case. There was no patient injury.